Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7, e1, h6.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii". Later, patient reported "capsular contracture baker grade ii/iii". Later, healthcare professional reported "capsular contracture, baker grade iii" and "ptosis grade iii". Patient was prescribed with zafirlukast and accolate. This record is for the right side. The device remains implanted.

Manufacturer narrative:
This is a follow-up emdr for manufacturing report number 9617229-2020-08311. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii". This record is for the right side. The device remains implanted. Patient was prescribed zafirlukast.